Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent child birth procedure on (B)(6) 2016 and suture was used. The needle detached from the suture wire while suturing the wound between the vagina and the perineal area. The needle remained in the perineal tissue and the needle was removed on unknown date under the radioscopic view. Additional information has been requested.